Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode, indicating an increased intraperitoneal volume (iipv) event. The alarm occurred on (B)(6) 2013 at 15:35:09 during the patient's night drain. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history log. The cause of the event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.